Event description:
Baxter affiliate reports leak in cassette of homechoice set during use for apd therapy. Leak was identified by service ctr when moisture was noted in pneumatic area of the returned homechoice device. Per affiliated, no pt injury was reported.